Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that while wearing the aligners their tooth bottom incisor chipped. They have not been able to wear the aligners in a few weeks due to extremely sore and inflamed gums since their tooth chipped. They also reported that they have crowding that cannot get fully straightened, they have spots that have pain, inflammation and bleeding. They have also chipped several other teeth since treatment started.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.